Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead exhibited low out-of-range defibrillation impedance. Programming changes were discussed, no intervention was reported, and the patient will continue to be monitored. There were no patient symptoms reported.

Manufacturer narrative:
Further information was requested but not received.